Manufacturer narrative:
(B)(4). Additional information: on unreported date(s), physioneal and nutrineal therapies were discontinued due to the recurrent peritonitis event and the patient was switched to hemodialysis therapy. The outcome of the peritonitis event was unknown. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a recurrent peritonitis. On an unknown date, the patient was hospitalized for the event. The cause of the event, treatment details, and action taken with pd therapy were not reported. At the time of this report, the patient remained in the hospital and was recovering from the peritonitis event. No additional information is available.